Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) found that the sample line to the flow cell was disconnected. The sample line was reconnected and sleeving added to secure it further. The instrument was returned into service after completion of repairs. The failure mode of the leak was a disconnected sample line to the flow cell. It is unlikely that the failure mode identified has the potential to cause discrepant results upon recur, because results would be non-numeric. (B)(4).

Event description:
The customer observed a fluid leak (of undetermined volume and that may have contained blood) under the flowcell of a coulter lh 750 hematology analyzer. The leak was not contained to the instrument. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat and gloves. There was no exposure to healthcare worker's uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.